Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced incontinence due to fluid loss. It was detailed that significant amount of air entered system, and the location of the leak was not identified. The cause of the fluid loss is suspected to be due to the device's age and the fluid loss was identified because the ballon was deflated and air in the pump. A surgical procedure was performed during which the aus was removed and replaced with a new one. No further patient complications were reported.